Event description:
Knee didn't settle and pt went on to increased pain and full revision was performed on (B) (6) 2010.

Manufacturer narrative:
We have identified that the most probable reason for early revision in this case is related to alumina particles that were present within the joint space. Alumina is a bio-compatible material used to roughen the internal surface of the implant in our duofix#153; manufacturing process. The effect of the alumina particles within the joint space is the most likely cause of early revision in this case. A review of the DHR (device history records) by the relevant manufacturing sites found no anomalies. Corrective and preventative actions are being managed via CAPA (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.